Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio obseried the battery indicator was illuminated, and replaced the device's chargepak to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause of the battery indicator being illuminated is determined to be the chargpak in the device being beyond its expiration date. Root cause for the initially reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with this event.